Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of the device has a burning odor, a service required message on the display, turns off, and has low pressure. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the manufacturer's quality product investigation laboratory for investigation and observed pil tech was able to confirm the device powers on, provides airflow. The device was found to be there was thirty-two error codes found. During the investigation, a dust-like contaminant was observed on the water tank lid, water tank seal, water tank, ui display bezel, top enclosure, center enclosure, iso port, inlet/outlet seal, inside the inlet of the blower box, on the blower, blower seal, blower box, heater plate, heater plate spring, and bottom enclosure, what appeared to be dried liquid spots with potential mineral deposits were observed on the water tank lid, water tank seal, water tank, ui display bezel, top enclosure, center enclosure, iso port, inlet/outlet seal, inside the inlet of the blower box, on the blower, blower seal, blower box, heater plate, heater plate spring, and bottom enclosure, hair-like particles were observed on the water tank seal, water tank, ui display bezel, top enclosure, heater plate spring, and bottom enclosure, the ui display bezel was observed to have a broken front tab on it, and it appeared to have burn marks on it, likely due to pca thermal damage. The ui ribbon cable was observed to have burn marks, also likely due to pca thermal damage, the iso port was observed to have what appeared to be burn markings on it likely due to pca thermal damage, the q3 component of the pca was observed to have thermal damage, likely due to liquid ingress. The pca was also observed to have areas of corrosion on it, likely due to liquid ingress to it. The issue of liquid ingress to the pca has been previously investigated, the p2 dc power jack was observed to have corrosion/rust on it, likely due to liquid ingress to it, the bottom enclosure screws were observed to have corrosion to them, likely due to liquid ingress. Pil was able to confirm the complaint, but not address the symptoms specified.